Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. An echocardiogram was performed and revealed a pericardial effusion. The patient had no symptoms and no intervention was performed. The effusion was still present at a subsequent follow-up on (B)(6) 2018. The physician could not confirm if the system (implantable cardioverter defibrillator and leads) could have contributed to the effusion. The patient would continue to be monitored normally.